Event description:
Procedure type: lap hernia repair. According to the reporter: slivers of gasket fell into patient and obturator tip is bent. Not known if or time was delayed. No bleeding or patient injury reported. No additional information available.

Manufacturer narrative:
(B) (4).